Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer's blood glucose was from 46 mg/dl to 300 mg/dl. Customer had the flu. During troubleshooting, device passed the self test. After troubleshooting, customer was advised the infusion set and reservoir will be replaced. Customer will not be returning the reservoir for analysis.